Manufacturer narrative:
H.6 investigation summary: bd received 11 samples for investigation. The samples were evaluated by functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety device detached when trying to engage. The following information was provided by the initial reporter: customer states safety device detached when trying to engage.